Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ping enhanced meter had a fading display. The complaint was classified based on customer service representative (csr) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient reported that the alleged display issue first occurred on an unspecified morning during (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 2 weeks after the alleged product issue occurred they developed high blood sugar, but was unable to provide any specific physical symptoms which they experienced in association with this. The patient stated that they self-treated this by increasing their insulin dosage by an unspecified amount. The patient did not have a backup meter available to measure their blood glucose levels at this time. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the patient had used the product. The patient&#38112;products were replaced and requested for evaluation. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter has been returned and further evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.